Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-06286 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit on (B)(6) 2010. According to the complainant, the patient experienced an injury. According to the physician, there were no complications due to the procedure. The patient had some leaking with urge, as well as symptoms of urinary tract infections, but it had little to do with the device and more to do with her age. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The patient's age at the time of device implantation on (B)(6) 2010 was reported to be (B)(6).